Manufacturer narrative:
Optimized ortho launched an investigation into this event. No complaint devices were returned to optimized ortho by the customer. Thus, the device history files were investigated which included reviewing the ops insight, pre and post operative imaging of the patient, ops acetabular and femoral guides. All manufacturing steps of implant positioning and report generation were reviewed. All operations were completed correctly according to the work instructions. All products provided to the surgeon were correct and within the tolerance of the relevant work instructions. While the case may have benefited from having a larger stem size planned it is up to the discretion of the surgeon to request changes to the pre-operative plan. The surgeon had diverged from the planned implant during surgery changing from a collared to non-collared stem. The surgeon also achieved a different resection slightly higher than originally planned which may have affected the positioning and fit of the stem. While our plan assists in determining an appropriate stem size and placement, ultimately it is the responsibility of the surgeon to ensure intraoperatively that the implanted stem is stable and secure. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
(B)(6) patient was revised due to stem loosening. Ops plan with dha and an acetabular and femoral guide was used during the primary surgery.

Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
(B)(6): patient was revised due to stem loosening. Ops plan with dha and an acetabular and femoral guide was used during the primary surgery.